Manufacturer narrative:
A siemens healthcare diagnostics tse (technical service engineer) analyzed the system data. After analysis of the system data, the tse concluded that the cause of the discordant progesterone (pgn) result is unknown. The instrument is performing according to specifications. No further evaluation of the system is required.

Event description:
A discordant high progesterone (pgn) result was obtained with one (1) patient sample on an immulite 2500 analyzer. The discordant result was released to the physician. The physician questioned the high result because it didn't fit the patient's history or the clinical picture. The physician sent the patient to a different laboratory facility for repeat testing. The results of the repeat testing were reported. There was no known report of patient care being altered or prescribed due to the discordant progesterone result. There was no known report of adverse health consequences due to the discordant progesterone result.